Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, while a midwife was performing the first-layer vaginal wall suturing for a parturient, the needle and thr ead detached at their connection point when the needle passed through the tissue and was withdrawn. A new suture of the same origin, batch, and model was used. After the re-disinfection of the perineum, suturing was continued. There was no patient injury.